Manufacturer narrative:
(B)(4). If the sample is becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the home choice (hc) alarmed during use with an unspecified system error alarm. It is unknown at which step of therapy the event occurred. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Functional testing, electrical safety testing, and a short simulated therapy were performed with no issues noted. A review of the event history revealed the following alarms: reload the set 201, system error 2201, and system error 2044. To correct the reload the set 201 alarm, the valves and o-rings were replaced. To correct the system errors 2201 and 2044, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device received internal and external visual inspection. The reported system error was further identified to be a system error 2201 during sample evaluation. The cause of the alarms was determined to be an issue with the hardware. The faulty components were replaced, and the device will be returned to the user. Should additional relevant information become available, a supplemental report will be submitted.